Manufacturer narrative:
Date of event estimated the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device was attempted; however, had foot retraction complications. As a result surgery was likely performed to remove the device and achieve hemostasis. No additional information was provided.